Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
A patient reports while activating a pod the cannula had failed to deploy and the pods pinks slide had failed to move forward. The pod was not worn.

Manufacturer narrative:
The returned device was evaluated and the device was received not deployed. The download data showed that the pod had been deactivated by the user at the end of first prime. The shaped memory alloy wires were found to have higher than specification resistances. No timeouts or drive stalls were observed in the download data. The higher resistances did not prevent the pod from properly deploying. Investigation of the device found no damages or manufacturing deficiencies that would prevent the device from deploying as intended.